Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to migration of the electrode array. The patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 6, 2013.